Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. On (B)(6) 2011, a baxter healthcare representative contacted the patient and spoke to the patient's wife who reported the following information. On (B)(6) 2011, the patient had been using extraneal viaflex and had to go to the hospital for an illness. Upon follow-up with the consumer, the adverse event of illness was clarified to be peritonitis. The patient was treated with an unknown antibiotic in the emergency room and discharged home. The patient was not hospitalized. Remedial treatment of the unknown antibiotic was stopped after one week and the patient was switched to vancomycin (dose not reported) ip, every five days per injection into the extraneal viaflex therapy. On an unreported date in (B)(6) 2011, the event of peritonitis resolved. Remedial treatment with vancomycin was ongoing. The consumer did not provide an opinion of causality.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.